Event description:
The pt reportedly developed a cholesteoloma. Following cholesteoloma removal, the device was explanted in 2005. Pt was r eimplanted in the contralateral ear. No additional information was made available.